Manufacturer narrative:
The report of revision of ipg due to ¿no communication¿ with ipg was confirmed. Analysis of the returned ipg found the device was inoperable. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the unrelated procedure. There is guidance noted in the clinicians manual regarding use of electrosurgery: to avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient was unable to connect to the ipg following an unrelated surgery. Reportedly, the ipg was set into surgery mode prior to the procedure. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored post op.